Event description:
It was reported that tube sst plh 13x100 5.0 plbl gold br is underfilling. The following information was provided by the initial reporter and translated to english: "tube is loosing vacuum during blood collection, or it gets underfill (doesn't reach the 5ml mark) or we need to get another tube to finish. It happens with approximately 50% of tubes."

Manufacturer narrative:
Initial reporter phone #: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube sst plh 13x100 5.0 plbl gold br is underfilling. The following information was provided by the initial reporter and translated to english: "tube is loosing vacuum during blood collection, or it gets underfill (doesn't reach the 5ml mark) or we need to get another tube to finish. It happens with approximately 50% of tubes."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, five (5) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.